Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The adhesive plastic housing, adhesive pad, and soft cannula were inspected and nothing was found that would contribute to skin irritation. The root cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20.1 mmol/l (361.8 mg/dl). The patient reported irritation at the pod infusion site (abdomen). As treatment, a new pod was applied.